Event description:
Reference number (B)(4). Event occurred in the (B)(6). It was reported that the patient experienced an infusion set adhesive failure where the tape lost adhesion and detached from the skin. The reported issue occurred on (B)(6) 2026. No further information available.